Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom includes soreness around the site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.